Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: cracked lens. Confirmed failure: outer tube damaged (bent, dented). Probable root cause: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error . The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image during procedure.